Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, high threshold measurements and loss of capture (loc). The loc and pacing inhibition did not result in greater than 2 seconds of asystole. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient was pacemaker dependent. The root cause was undetermined, however, detailed analysis of the returned pacemaker did not confirm the reported observations and identified no device anomalies.